Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient would return to the clinic for testing; however, the date had not been scheduled at that time. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient would return to the clinic for testing; however, the date had not been scheduled at that time. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient would return to the clinic for testing; however, the date had not been scheduled at that time. No adverse patient effects were reported. The device remains in service.